Event description:
It has been reported to philips that the shutters did not open. As a result, x-ray was not possible. A reboot did not resolve the issue. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system onsite and analyzed the log file and identified that collimator was defective. The collimator has been replaced and the system was returned to use in good working order. Philips is further investigating the impact on the procedure.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shutter was unavailable. Review of the system log file showed that the collimator power on self test failed because the collimator driver linear x/y shutter area was not available.the fse replaced the collimator and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.